Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d10, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary : according to the information provided, it was reported by affiliate via complaint submission tool that expressew iii w/hook suture passer broke and tip and following passer was not passing suture properly. The complaint device was received and evaluated. Visual observations reveal that the pin actuator to jaw was loose, and they were not open/close as intended. In addition, the ratchet latch assembly presented marks of wear. Besides, the device presented signs of sterilization cycles. To test its functionality, a needle was loaded into the device and was tested on a sample rubber strip. As a result, the needle and the suture were passing/deployed satisfactory. The complaint cannot be confirmed. The possible root cause for the reported failure can be attributed to excessive force being applied on the device and fair wear and tear due to heavy use. However, this cannot be conclusive determined as a potential cause cannot be associated to manufacturing, therefore a manufacturing record evaluation is not required. At this point in time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
A follow-up medwatch will be filed as appropriate. UDI: (B)(4). Incomplete. The lot number was unknown. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Sent.

Event description:
It was reported by the affiliate in canada that during an unknown procedure on an unknown date, it was observed that the expressew iii w/hook device broke at the tip. The procedure was completed successfully with a three minute delay. There were no adverse patient consequences reported. No additional information was provided.